Event description:
Per e-mail received from staff member, or tech, was using the 9011 gown for 3-4 weeks before they developed a severe contact dermatitis on their hands and arms. Treated with oral steroids and oral antihistamines. They missed 10 days of work. Upon returning to work, they changed their scrub prep and their gloves and scrubbed 5 cases in 2003. By 10 pm that night they had the dermatitis back again, to the point that their hands were swollen to twice their size and they had blisters that were weeping. Tech is again on oral steroids and the antihistamine dosage has been doubled. They will be following up with a dermatologist in the following month.